Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient has been leaking worse then before implant. Additional information was later received from the patient. It was not working. The therapy had not decreased the urine leaking. They were having a problem with constipation. Patient had no idea of what this does. They didn't know what the up or down amplitude did. They didn't feel well or didn't feel great. Patient did speak to manufacturer representative (rep) last week. The rep said, switch to program number 2 and they did. They were getting long bowl movements and that was not normal for them. It had gotten worse with the bowel restriction and constipation. Their symptoms had not decreased by 50%. Bowel now was long and narrow. Patient was still wearing two pads a day. Patient services explained to the patient it was trial and error. Patient lowered the amplitude on their current program. Patient services told them to monitor their symptoms for a couple days and see if the symptoms improve. The patient called back on 2023-feb-27 and said they were very unhappy w/ the device. Patient said the device was not working and their symptoms were maybe even worse than before. Patient went out and when they were walking home urine was running through their pad and onto their trousers. Patient said they had gone through 3 programs. Patient said they increased stimulation (stim) and it was "vibrating" so they decreased stim. Patient said they were sailing to africa for 2 months and didn't want to bring external devices. Patient asked if they can turn stim off until they get back and can see the healthcare provider (hcp). Patient said the hcp was going to put in a sling but couldn't until the patient got back.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.